Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice device during use in dwell 3 of 5. The home patient (hp) stated the event occurred while still connected to the machine. The baxter technical service representative (tsr) had the hp cycle the power to the press go to start prompt. The tsr had the hp disconnect and remove the cassette to discard the supplies. The tsr explained the alarm and assisted the hp with clearing the alarm. The tsr advised the hp to contact their nurse.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. Therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).